Manufacturer narrative:
Title permacol¿ collagen paste for cryptoglandular and crohn¿s anal fistula source techniques in coloproctology, 2019 date of publication: 13 february 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source, the study was performed to assess the use of collagen paste in patients with cryptoglandular and crohn¿s perianal fistulae. Following a rectovaginal fistula repair, there were two patients experienced an adverse event; a perianal pain and a fluid accumulation.